Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The patient was not symptomatic. The device was reprogrammed and the patient would be monitored.

Event description:
New information notes the lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.